Event description:
The explanted lead and generator have been received by the manufacturer. Analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
The lead underwent product analysis and during the visual analysis, an abraded opening was observed on the (+) white electrode inner silicone tubing and the quadfilar coil appeared to be broken near the end of the cut inner silicone tubing in two places. It was identified that the area was mechanically damaged with pitting. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity and abraded tubing openings observed on the outer and (+) white electrode inner silicone tubing, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device. Product analysis was completed on the generator. During product analysis the generator was interrogated, and system diagnostics returned results within the normal limits. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the complete product analysis of the returned generator confirmed that the generator exhibited premature battery depletion caused by the laser-routing manufacturing process, and this is captured in MFR report# 1644487-2019-00641. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed on this patient's device during a regular follow-up visit. It was also stated that the physician noticed lower impedance values at the patient's past follow-ups visits. Additional information was reported from the physician that in the past the patient's device had shown "lower" impedance, but the impedance values were still within normal limits. The patient received a generator and lead replacement. The explanted devices have not been received by the manufacturer to date. No further relevant information has been received to date.